Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when engaging the clip, they twisted on the tissue. They were not closing well. They had to pull the clips off the tissue and re-apply. They continued to use the same device to complete the procedure. There was no patient impact.